Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has confirmed there was a cut in the trunk cable. The root cause for the damaged trunk cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.